Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-05253. It was reported a perforation and subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was used. The was was deep, but had more room to go. The closure device was deployed and upon deployment, the back wall of the laa was perforated. The physician spoke to a surgeon and they decided surgery would be performed. The device was removed, they repaired the perforation and ligated the laa. The patient was stable. The patient was up and walking the next day and has ben discharged.